Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device did not charge on the charging pad despite correct placement and attempts with multiple outlets, and the user planned to use backup therapy while awaiting a replacement; the issue aligned with an unresponsive input interface and was associated with the device¿s touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software-related problem associated with an unresponsive control input and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.